Event description:
Litigation papers allege: following his surgery, patient has suffered long and painful recovery period and having the asr hip exposes patient to severe complications including elevated levels of cobalt and chromium in his blood, damage to the tissue surrounding his hip joint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.